Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was high. A supply change was performed to address bg and occlusion. Customer was using fiasp insulin. Tandem technical support educated customer regarding insulin labeling. Reportedly, the customer had manual injections as alternate insulin therapy.